Event description:
Rptr had major depression diagnosed fall of 1987. Treated with various medications until 1/89. Then had series of 12 ects. In may of that year, had another series of 12. In 1990 started having ects every 2-3 weeks with a total of about 50 treatments by early 1992. Now severe memory loss of time back to about age 17. She was an rn & had worked for 27 yrs in a hosp. Memory loss includes her professional knowledge leaving her disabled.